Event description:
Reporting status: serious injury - permanent damage/medical intervention. Reporting rationale: dislodged stent compressed in vessel wall. Device issue: stent dislodgement. It was reported that the procedure was to treat the mid to distal rca. There was heavy tortuosity, calcification and 95% stenosis. Another company's balloon was used for pre-dilatation, at which time the vessel dissected. The 2.5 x 18mm xience v was advanced, but was unable to cross and was removed. The 3.5 x 12mm xience v was advanced, but would not cross and after it was removed, the stent was observed to have dislodged from the balloon onto the shaft. Two stents from another company were able to cross and were deployed. Upon review of the cine film, it was noticed that the 2.5 x 18mm xience stent had dislodged in the mid rca and the other company's stents had been deployed on top of it, compressing it against the vessel wall. There were no pt effects. No additional event or pt info is available.